Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented a merlin transmission, nonsustained right ventricular oversensing was observed post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. Programming changes were made.

Manufacturer narrative:
Interrogation of the device revealed the device was above eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device functionality was bench tested and no anomaly was detected. Based on this information, there was no evidence of device malfunction.

Manufacturer narrative:
Manufacturer report 2938836-2015-30622, this event should not have been reported, the evaluation should not be associated to the oversensing complaint.

Event description:
Review of additional information indicates that the device should not have been reported.